Manufacturer narrative:
The reported complaint of the icy catheter (lot # 154645) leak was confirmed during the functional testing. A leak was observed at the distal end of the distal balloon during in/out luers flushing. The root cause for the reported complaint resulted from a circumferential tear, which was possibly caused by a latent material defect. Upon visual inspection, no physical damage was observed. Noticed a large amount of blood residue in the catheter's balloons and in all luered tubings. Noticed that the balloon has a circumferential tear at the distal balloon (1 inch away from the catheter tip). During functional testing, all infusion ports and extension tubes were flushed without resistance. During in/out lumen test, a circumferential tear was observed at the distal end of the distal balloon at 1 inch away from the catheter tip. Unable to perform the pressurized functional testing due to the condition in which the catheter was received. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for a catheter with a lot number 154645.

Event description:
The customer reported that during ivtm therapy the icy catheter (lot # 154645) was placed in the right femoral vein. Per the medical educator, the patient has a history of end-stage renal disease with "possible plaque". The patient's initial body temperature was 36.05°c with the target temperature set at 33.0 °c. After 10 hours of treatment, the saline bag (250ml) was noticed almost empty and the presence of blood backing up from the catheter to the start-up kit (suk) tubing. The suk was replaced and the new saline bag (250ml) was added, however, the blood continued to back up from the catheter to the suk tubing. A catheter leak and infusion of approximately 500ml of saline into the patient's body were suspected. The console generated an air trap alarm, however, it was cleared by the user after the second saline bag was placed and the console is functional. The customer was advised to replace the catheter, saline bag, and the start-up kit (suk) to continue the ivtm therapy. However, per the medical educator, the catheter will not be removed from the patient's vein since the patient was on multiple vasopressor medications. Per a reporter, the ivtm therapy was paused and temperature management treatment was continued with surface cooling. No consequences or impact to patient. Medwatch report mw5101776, received on 06-30-2021.

Manufacturer narrative:
The zoll icy catheter was returned to zoll for evaluation, however, the investigation is pending. A follow up report will be filed when the investigation has been completed.

Event description:
The customer reported that during ivtm therapy the icy catheter (lot # unknown) was placed in the right femoral vein. Per the medical educator, the patient has a history of end-stage renal disease with "possible plaque". The patient's initial body temperature was 36.05°c with the target temperature set at 33.0 °c. After 10 hours of treatment, the saline bag (250ml) was noticed almost empty and the presence of blood backing up from the catheter to the start-up kit (suk) tubing. The suk was replaced and the new saline bag (250ml) was added, however, the blood continued to back up from the catheter to the suk tubing. A catheter leak and infusion of approximately 500ml of saline into the patient's body were suspected. The console generated an air trap alarm, however, it was cleared by the user after the second saline bag was placed and the console is functional. The customer was advised to replace the catheter, saline bag, and the start-up kit (suk) to continue the ivtm therapy. However, per the medical educator, the catheter will not be removed from the patient's vein since the patient was on multiple vasopressor medications. Per a reporter, the ivtm therapy was paused and temperature management treatment was continued with surface cooling. No consequences or impact to patient.